Event description:
It was reported that during a lower anterior resection procedrue, after firing, there were no staples. Another device was used to complete the case. There were no adverse consequences to the pt.